Manufacturer narrative:
One device was returned for repair with complaint that device displayed error code 46440, indicates a downstream occlusion (dso) or upstream occlusion (uso) sensor issue. Service history review identified this device has not been in for service previously. Visual and functional testing was performed, and the reported problem was not duplicated. The probable cause of the reported problem unknown and device passed all functional testing.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump had error 46440. There was no patient involvement. No other information provided.